Event description:
It was reported that the site's (B) (4) handheld computer was freezing during system diagnostics and the patient's settings were getting reset. They understand to do a final interrogation, so they are able to reset the patient to the intended settings. Troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.